Event description:
Foley catheter inserted in surgery. Noted no urine output with bladder distention. Catheter irrigated with difficulty. No ease of catheter movement. R.n. Deflated balloon, no fluid retrieved. Balloon filled with 5 cc of saline and felt to be in place. At 1100 noted catheter noted to be out. Physician present and pt returned to surgery for removal. Defective balloon with bard catheter.